Event description:
The customer stated he took too much insulin based on the blood glucose reading he received from the breeze 2 meter. He could not provide the actual blood result, but took 26-32 units of 70/30 humulin insulin based on a sliding scale. Later he exhibited signs of hypoglycemia and his son called the paramedics. They retested the customer on their meter and the reading was 34mg/dl. He was given orange juice and crackers and the paramedics stayed with him until he felt better. Only the meter information was provided. The customer is expected to return the test strips for evaluation. Replacement meter and strips were sent to him.